Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that data was missing from pump history. Reportedly, the pump did not record any of boluses delivered within the past four hours prior to the call. At the time of the call, the pump was unavailable for tandem technical support to perform troubleshooting. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.